Event description:
During laparoscopic cholecystectomy small round object noted on monitor to be in the abdominal cavity. Attempts at retrieval unsuccessful. Investigation later revealed object to be a plastic disc presumably from the one seal reducer.